Manufacturer narrative:
(B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. The implants remain implanted in the patient and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reported that during the surgeon's last temporomandibular joint (tmj) surgery, it was a "real struggle to get the fossa trial in." He stated that on inspection the raised prominent aspect was noted and the surgeon had the same trouble with the case prior to this last one. He states "it is a real struggle to fit, even when the soft tissue has had some relaxant."

Manufacturer narrative:
The product identity was confirmed through the device history records. A design investigation was conducted. According to the investigation, "since the fossa trial has the same mating surface as the final fossa implant and the other fossa burr guide without cup, this should not have been an issue. This is a standard attribute to fossa component design and the most underlying cause is surgeon preference. As noted, [the surgeon] prefers less prominent grab on the anterior medial edge of the fossa component and from now on future cases for this surgeon will be designed as so." The complaint was confirmed through intraoperative pictures." According to the evaluation, there are no manufacturing defects.